Manufacturer narrative:
Review of quality control (qc) data indicates high qc results after erroneous results were noted by the customer. The customer indicated that qc was out of range high greater than 4 standard deviation (sd) for both levels. Customer stated that qc results prior to the event were acceptable. A bec field service engineer (fse) was dispatched for this event. The fse found numerous hardware issues. The fse observed that the reagent mixer was mixing close to the edge of the cuvettes and aligned the mixer. Incidentally, the fse replaced the reagent and sample syringes due to binding movement. During re-calibration test, fse found cartridge chemistry (cc) sample probe pouring fluid into sample cups when down inside the cups during aspiration phase which caused the cups to overflow. The fse also replaced the cc sample probe, collar wash and finally the t-valve to resolve the dripping issue. Fse confirmed most likely the primary failure mode was the t-valve since the sample probe was pushing fluid back into the cups.

Event description:
A customer contacted beckman coulter (bec) reporting erroneously high hemoglobin a1c2 (hba1c2) patient results generated on the unicel dxc 800 pro synchron chemistry analyzer when the customer called bec to troubleshoot high quality control (qc) issues. No data was provided by the customer although attempts were made by bec. No actual date or numbers of patients involved were provided by the customer. Erroneous results were not amended. There was no report to date that there was any affect to patient treatment.